Event description:
It was reported that a dialysis was not going well for a patient, so a CT scan was ordered. It was discovered that a stent, that was placed less than a week before was fractured and there was a symptomatic restenosis at the fractured stent. The doctor placed another device through the fractured stent to resolve the stenosis. The fractured stent remains in the patient. There is no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications, prior to shipment. The sample has not been returned for evaluation as it remains implanted. Based on the information received and the review of the x-rays, it shows the successful placement of a luminexx stent in the cephalic arch. The stent could be expanded up to the diameter of the balloon used for post-dilation and showed a regular stent strut structure. The pictures confirm the reported stent fracture. Several broken struts can be seen in the proximal area of the stent, causing a dislocation of the stent segments. No separation of fragments can be seen. Furthermore, the x-rays show the successful placement of a fluency stent graft inside the broken luminexx stent. The fracture is located in the immediate vicinity of the collarbone. The stent is subject to considerable mechanical stress in this area, which can be considered as the cause of the fracture. This application represents an off-label use. The luminexx biliary stent is a stenting device designed to maintain the patency of biliary ducts obstructed by malignant neoplasms and has never been tested for an application as described in this case. For this reason, the complaint is user-related.